Event description:
It was reported that the device was unable to be interrogated with two different programmers. Device replacement was suggested, but the patient refused. The patient will continue to be monitored.